Event description:
It was reported that the patient presented for follow up in clinic with oversensed noise exhibited by the right atrial lead. The lead was capped and replaced on (B)(6) 2021. The patient was in stable condition.